Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "the probe would aspirate but would not cut" (failure to cut). The nurse reported the probe will aspirate but not cut. The shaft appears to be bent. Additional information received stated the event occurred at the beginning of the procedure. The probe was switched out with a slight delay in surgery. The case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The sample is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)